Event description:
Suture anchor implant was reported to have broken after being inserted. The device was retrieved with no pt injury resulting. Another anchor was used successfully to complete the case.